Event description:
Per report received from switzerland- edwards received notification of a pascal precision ace in mitral position by right femoral vein where two devices were used. During procedure, air was introduced into the patient. No issues were noted during device prep. The patient was under general anesthesia. The guide sheath (gs) handle was elevated while inserting into the patient, and a syringe was left on the introducer until the guidewire was inserted. Pressure monitoring was attached to steerable catheter shortly before pascal release. Guidewire and introducer were removed together before pascal was introduced. Air was observed while steering down towards the valve and even more during suture removal. There were no patient symptoms, and no treatment was required. Another pascal precision ace device was implanted. The patient is in stable condition. As per the medical opinion the amount of air observed was more than usual for a teer procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h3, h6 and h11. Additional h6 type of investigation code: labelling review. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with empirical evidence based on the testimony of the edwards clinical specialist. A DHR review of the lot in question revealed no non-nonconformances related to the event. The returned complaint unit had no observable functional issues and passed leak testing. Follow-up information from the edwards clinical specialist did not reveal any use errors or potential device defects. Since no edwards defect was identified, corrective or preventative actions are not required. Potential root causes for the presence of air may include: omission of a flushing/de-airing step. Improper stopcock/syringe technique. Air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined.